Event description:
It was reported that a patient implanted with a prodisc-l presents back pain after a fall. The surgeon would like to review radiographs with someone as he is concerned about disruption of the prosthesis. It was reported that the pedicle screw with rod fixation, intervertebral fusion from l4 to l5, prodisc-l artificial disc implanted at l5/s1 level in all three sets of x-rays (2011, 2012 and 2014). By comparing these x-rays, there is no evidence to determine any device migration, subsidence or break. No bony fracture can be seen.

Event description:
It was reported that a patient implanted with a prodisc-l presents back pain after a fall. The surgeon would like to review radiographs with someone as he is concerned about disruption of the prosthesis. This report is for unknown polyethylene inlay. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for unknown polyethylene inlay. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with a prodisc-l presents back pain after a fall. The surgeon would like to review radiographs with someone as he is concerned about disruption of the prosthesis. An image reading was performed by (B)(6), medical director at depuy synthes. He stated "pedicle screw with rod fixation, intervertebral fusion from l4 to l5, prodisc-l artificial disc implanted at l5/s1 level in all three sets of x-rays (2011, 2012 and 2014). By comparing these x-rays, there is no evidence to determine any device migration, subsidence or break. No bony fracture can be seen".

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"An image reading was performed by a medical director at depuy synthes. He stated " some radiolucency at the interface between l5 vertebral body and superior artificial plate can be seen."